Event description:
It was reported that the device was observed to be in back up vvi mode. High voltage therapy was disabled indicating a power on reset. Due to patient being in hospice care for reasons unrelated to the device, the patient needed tachy therapies disabled and further trouble shooting was not performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.